Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a severely dented bottom cover. In addition, the antenna coil was severely cut at two different locations. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wire bonds on both the digital and the analog integrated circuit chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The internal visual inspection confirmed shorted wirebonds between some digital chip pins. The failure of this device is attributed to shorted wirebonds at the digital chip which prevented the device from achieving lock. This is the final report.